Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that m-lncs dci sensor very sensitive for false probe off detection. It keeps on giving spo2 readings in 'off patient situations' in almost all situations. Taking a closer look at the sensor components shows oxidation of the copper components. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation of the device corrosion at the detector nickel plated copper shield was found. In addition a torn bend relief at sensor end. The device passed continuity tests, no short or open was detected and no intermittent short or open was detected when sensor is manipulated (bending the cable back and forth at the bend relief areas, twisting and pulling along the length of the cable, pressing down at the emitter and detector assembly areas). After removing sensor from the simulator it was hung next to the monitor for 15 minutes, and no probe-off reading was observed however the "sensor off" message displayed throughout the entire 15 minutes of testing. In addition, applied moderate motion (swing back and forth) to the sensor end, and no probe-off reading was observed however the "sensor off" message displayed. The sensor was determined to be functioning as designed.